Manufacturer narrative:
The catheter was analyzed and investigation test results found no defect related or that would account for the reported event. The device performed as intended.

Event description:
In 2008, the following incident was reported to boston scientific by the user facility; when ep physician initiated an ablation to the patient with the cardiac ablation system, the patient experienced a run of svt. When the ablation was discontinued, the patient shortly returned to normal paced beat. The ablation was repeated using the maestro 300 cardiac ablation system unit and the same phenomenon occurred. The physician stated that he felt there was an unknown 60 cycle present in the patient's tracing which was thought to be the reason the patient experienced a sudden run of svt.